Manufacturer narrative:
This report is filed june 28, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment subsequent to sustaining a head trauma. Revision surgery to replace the magnet has been completed (date not reported). The implanted device remains.